Event description:
It was reported that during routine check the cs100 intra aortic balloon pump (iabp) alarmed leak in iabp circuit. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer fse checked the unit found safety disk is defective. Replaced safety disk, fault rectified tested and handed over the unit in good working condition.